Manufacturer narrative:
H10: the lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is currently underway. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code for the fluency plus vascular stent graft products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model fvl10060 vascular stent graft allegedly experienced partial deployment and difficult to remove. This report was received from one source. One patient was involved with no reported patient injury. The device was used in the male patient. The patients¿ age and weight were not provided.

Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified in has not been cleared in the us, but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code for the fluency plus vascular stent graft products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model fvl10060 vascular stent graft allegedly experienced partial deployment. This report was received from one source. One patient was involved with no reported patient injury. The device was used in the male patient. The patients¿ age and weight were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model fvl10060 vascular stent graft allegedly experienced partial deployment, difficult to remove and fracture. This report was received from one source. One patient was involved with no reported patient injury. The device was used in the male patient. The patients¿ age and weight were not provided.

Manufacturer narrative:
H10: the lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for partial deployment and fracture and inconclusive for difficult to remove. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code for the fluency plus vascular stent graft products is identified in d2. H11: b5, h6 (result, method and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.